Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black attune rp impactor has cracked in half during impaction (lot au6149341) of the tibia in a procedure. A pieces have been retrieved and was being sent back to depuy. Attachment peg for the art surface has snapped off the back side of the artic surf sz8 (lot mvmcjt990) during trialing. All pieces have been retrieved from the patient and the instrument was being sent back to depuy. Attune shim sz 7/8 x 10mm has cracked through the center of the shim. No parts are broken off and the shim was still in one piece. This part was being sent back to depuy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the investigation of the returned device confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.